Event description:
At end of heart cath dr attempted to deploy a closure device, angioseal in pt's right femoral artery to prevent bleeding, short bedrest, and negate need to hold pressure. Device either failed to deploy or was not loaded properly from manufacturer. Pt bled heavily from arterial site; was difficult to stop. Concerned that parts may have been dispensed into arterial flow. Surgeon called to assess site on upper leg.